Event description:
Pt underwent endometrial ablation prior to scheduled tubal occlusion procedure. During the tubal occlusion-procedure hysteroscopy and later via laparoscopy, a uterine perforation and possible superficial injury to adjacent tissue was noted. Consulting general surgeon determined that no additional intervention was required and none was performed. Pt observed overnight and released. Physician follow up confirmed pt recovered uneventfully. Available information does not allow for a definitive conclusion of time or cause of perforation. The novasure system performed as intended; there was no device failure or product complaint.